Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: whited foreign material on air/water cylinder and air/water tube. A definitive root cause could not be identified. Based on the investigation results, the most likely contributing factor is a data error related to the scope ID, which triggered error code e217 (scope error). For the additional findings, no specific cause could be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope identification data damaged error code e217. There were no reports of patient harm.